Event description:
The contact stated the customer's contour meter was reading lower compared to an elite meter. While troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the mmol/l readings. He was able to reset the meter back to mg/dl. The meter was to be returned for a possible display issue when showing the 14 day average.